Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Other text : device not returned

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) reached 551 mg/dl. Manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue. The customer continued to use the pump for insulin therapy.